Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported in a journal article that intravitreal silicone oil droplets may occur in the vitreous cavity after performing intravitreal drug injections using various unknown bd¿ insulin syringes. Patients were asymptomatic and there were no adverse effects found associated with silicone oil in the vitreous after injections of anti¿vascular endothelial growth factor agents or triamcinolone acetonide. It was reported that likely source of the silicone oil is the needles and syringes used for the injections. No injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Correction: the ¿type of reportable events¿ field has been corrected to malfunction as there was no medical intervention required on this complaint.